Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af), weakness and high sodium. The implantable pulse generator (ipg) exhibited no pacing on telemetry. The ipg remains in use. No further patient complications have been reported as a result of this event.